Event description:
It was reported that pump displayed malfunction alarm code 9, which could be reset but recurred even after customer reset pump with assistance from technical support, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.